Event description:
The customer called to report after wearing the device for about 24 hours her blood glucose was measuring over 400 mg/dl (no actual time or other bg level was provided). The pod was then deactivated where she notice the cannula was bent in half. She also mentions the site took a while for it to stop bleeding and the skin looks raised.

Manufacturer narrative:
The product was not returned for evaluation. The user reported cannula is bent in half. We are unable to confirm the reported condition or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."